Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: let20100, lot: e20di0379, supplier: eit. Batch1: released on january 25, 2021 with no discrepancies. No nonconformance reports (ncrs) generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the trial inserter had a bent component. The inner shaft of the inserter was bent. A functional test of the device was performed. The inner shaft was inserted into the outer sleeve of the device. The inner shaft was only able to be inserted approximately halfway into the outer sleeve of the device. The bend of the inner shaft prevented it from inserting fully into place. A dimensional inspection was performed for the trial inserter and met specifications. The observed condition of the trial inserter was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the trial inserter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. While no definitive root cause could be determined, it is probable that the trial inserter was bent due to unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: let20100 trial inserter (current and manufactured). Let20100 b llif trial inserter (current and manufactured). Dimensional inspection: drawing: let20100 b llif trial inserter. Feature: shaft diameter. Measurement: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during sterile processing it was observed that trial inserter can not be assembled because the inner shaft does not run into the outer shaft. It gets stuck. This report is for one (1) trial inserter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.